Event description:
Procedure: colon resection. According to the reporter: during a laparoscopic left colon procedure, the pt's rectum was anastomosed to the vagina. The procedure was started laparoscopic and completed open. Dr arsenous reported the pt had a couple normal bowel movements post-op and was discharged on (B)(6). On (B)(6), the pt had a bowel moment through her vagina. Current pt status: re-admitted to another facility and was reoperated on (B)(6) 2013.

Manufacturer narrative:
(B)(4).